Event description:
The event was an arrhythmia that required medication intervention. When the nurse tried to print the ECG strip, a message popped up that said "saving" and the unit did not print a strip. Staff reported that this happens frequently with the other cardiac monitors as well.